Event description:
Staff allege that while transferring a patient from a bed to a chair that one of the safety clips on the sling bar became removed. The sling came out of the sling bar. The patient did not fall but was supported by one of the employees present. The transfer was completed without injury to the patient but the employee alleged a strain to their back. The extent of the injury is unk at this time.

Manufacturer narrative:
MDR submitted based alleged injury.